Manufacturer narrative:
Patient's date of birth not provided/unknown. Patient's weight not provided/unknown. Device lot number not provided/unknown. Additional 510k number: k013227.

Event description:
It was reported that the abutment (hla3/4) fractured inside the implant. The implant had to be removed. Tooth location 10.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection with a removed abutment (hla3/4). A visual inspection revealed that the internal drive feature contained a fractured screw. Through the investigation, it was determined that both the abutment (hla3/4) and the abutment screw (mhlas) had fractured. The abutment and abutment screw are a bundled device. The alleged complaint is therefore confirmed. No device lot number was provided for the abutment/abutment screw so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09. Seating of prosthetic components: internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. A singular cause for the complaint could not be determined.